Manufacturer narrative:
Additional narrative: device history records review was conducted. The report indicates that the: manufacturing location: DHR review for part # 357.372, synthes lot # 7262304, release to warehouse date: 26-feb-2013, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service & repair evaluation was performed. The investigation of the complaint articles has shown that: the previous service event for part number 357.372 with lot number(s) 7262304 has been reviewed. The customer called in a service request for this item on 5-dec-2016 for screw sheared off. The item was previously returned for service on 19-sep-2013 due to . The previous service condition of is relevant to the current complained issue of screw sheared off. The manufacture date of this item is 26-feb-2013. The source of the manufacture date is the release to warehouse date. The service history review is confirmed. Investigation summary: it was reported that during a trochanteric fixation procedure (tfn) of a femur, while measuring the distal locking screw the tip of the locking bolt measuring device broke off. The surgeon was unable to retrieve the broken fragment; therefore, fragment remained in the patient. In addition, the screw of the helical blade inserter also sheared off during the procedure. The surgeon was not aware that the inserter was broken, it was noticed while being taken apart for cleaning in central processing department (cpd). There were no pieces of the inserter left in the patient. The returned locking bolt measuring device (357.402) was confirmed to have a broken distal tip. The measuring hook is also bent, and the compression spring and ball were missing from the slider assembly. The device has surface wear which does not impact functionality. The helical blade inserter was not returned. The helical blade inserter was not returned therefore visual inspection and comparison against the relevant drawings is unable to be completed. Synthes manufacturing location was discovered upon receipt of subject device. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was performed for returned device (helical blade inserter, part # 357.372, lot # 7262304): the customer reported the screw of the inserter sheared off. The repair technician reported the pin inside the alignment indicator was damaged, and the tightening screw broke off. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. The item was repaired per the inspection sheet, passed synthes final inspection on 19-jan-2017 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation procedure (tfn) of a femur on (B)(6) 2016, while measuring the distal locking screw the tip of the locking bolt measuring device broke off. The surgeon was unable to retrieve the broken fragment; therefore fragment remained in the patient. In addition, the screw of the helical blade inserter also sheared off during the procedure. The surgeon was not aware that the inserter was broken; it was noticed while being taken apart for cleaning in central processing department (cpd). There were no pieces of the inserter left in the patient. The surgery was successfully completed with same instruments without any surgical delay. The patient was reported as stable at the end of the procedure. This is report 2 of 2 for (B)(4).